Event description:
The hcp reported that the patient presented to the hospital with unspecified "withdrawal symptoms". The patient was due for refill the following day. Oral baclofen via peg-tube was being considered.